Manufacturer narrative:
E1. Facility name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a malfunction in the camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable malfunction which prevented normal communication and led to the event that was not pointed out. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy. [Warning] do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had no image. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.